Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, pain and subsequent surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with a bard/davol pre-shaped mesh with keyhole (the product). It is alleged that on (B)(6) 2012, the patient was implanted with the product in the course of a left inguinal hernia repair surgery. It is alleged that further to the implantation with the product, the patient suffered the development of chronic pain. It is alleged that on (B)(6) 2021, the patient underwent corrective revision surgeries. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the implantation and failure of the product has had a devastating impact on the patient, leaving the patient with permanent injuries including scarring, disfigurement, and chronic pain. It is alleged that the patient's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product. It is alleged that the injuries due to the implantation of the product have caused and continue to cause the patient experienced pain, suffering, permanent physical disability and the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.